Event description:
Boston scientific revealed information that during a follow up of this device pacing impedances were noted to have been varying but remained within range. There was no change in the r wave measurements, and thresholds tests, as well shock impedances were normal. The device was reprogrammed and another follow up was scheduled. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.